Manufacturer narrative:
The device has been returned and evaluated by product analysis on 23-jan-2018 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a dim and discolored display. Unrelated to the initial complaint, it was observed that the battery compartment was cracked in two places. It was observed that the threads on the returned battery cap were stripped and were unable to secure to the pump. A test battery cap was used and was able to secure. (B)(6)/

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen was dim. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.